Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported there were high impedances of over 4,000 ohms found on (B)(6) 2016 and the patient had stimulation in lower buttock and rectum. As a result, the lead was removed and replaced on (B)(6) 2016. The event was related to the lead and resolved without sequelae on (B)(6) 2016. Indications for use included fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported troubleshooting attempts included a new program that was started.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0whpp, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's weight at the time of the event was given.

Manufacturer narrative:
Product ID: 3889-28, lot# va0whpp, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.